Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. Siemens remotely assisted customer and primed cleaner through server 2 probes, aligned server 2 probes, sample 2 (s2) and reagent 4, ran quick check with naoh, cleaned cuvette washer, primed server 2 pumps 20 times, homed all modules, reset instrument, ran quality control (qc) 4 times, and ran service method tests (smt) and bottom of cuvette correction alignment. The smt demonstrated an issue with the s2 mixer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced s2 mixer and aligned sample 1 and s2, primed the instrument, successfully ran quick check, and checked bottom of cuvette correction alignment with service methods. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument, recovering higher. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00228 on 31-oct-2023. Additional information (21-nov-2023): no additional erroneous results were reported by the customer. Siemens evaluated the event and determined the sample aspiration and reagent mixing were not properly set up because the reagent 1 (r1) probe and mixers of sample 1 (s1) and sample 2 (s2) were not aligned. Siemens concluded that improper reagent mixing and insufficient sample transfer to the cuvettes potentially contributed to the falsely depressed carbon dioxide (co2) results. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.